Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 3 reports linked to mfg report numbers: 3013886523-2025-00125. 3013886523-2025-00127. Event from a post-market clinical program: a facility reported a hakim valve (ID 823832), a ventricular bactiseal catheter (ID 823073) and a peritoneal bactiseal catheter (ID 823074) were implanted on (B)(6) 2020. The patient was admitted to the pediatric immunology and nephrology department for treatment on (B)(6) 2020. The chief complaint was intermittent fever and cough more than half a month. After treatment, the child's fever gradually improved, but the subcutaneous effusion in the occipital region did not improve. Therefore, on (B)(6) 2020, an exploration and adjustment of the occipital cistern shunt tube was performed. The operation went smoothly. After the operation, local compression bandaging was given, and the child recovered smoothly and was discharged from the hospital. On (B)(6) 2020, the patient had recurrent fever, and on (B)(6) 2020, the 0mnay sac was implanted and the ventricle was performed under general anesthesia. The abdominal shunt tube removal surgery went smoothly. Anti-infection, anti-inflammatory and antifever treatment, as well as fluid replacement therapy were given. Later, there was no fever. The child was conscious, in good spirits, had a good appetite, normal defecation and urination, and could move the limbs freely. The anterior fontanelle was not closed and slightly collapsed. It has improved without any aftereffects.

Manufacturer narrative:
Updated fields: d4, d9, g2, g3, g6, h2, h3, h4, h6, h11. The bactiseal ventricular catheter (ID 823073) was not returned for evaluation as the product was discarded; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer, could be linked to the patient and hospital surroundings. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.